Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: "(B)(6) 2024, the doctor found cuff leakage when doing testing before using on patient. "

Manufacturer narrative:
(B)(4). The customer returned one unit 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. The double swivel connectors and the y connector were also returned. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appeared typical. No defects or anomalies were observed. Functional inspection was performed to attempt to inflate and deflate the balloon cuffs on the returned et tube. A lab inventory syringe was filled with air. First, the syringe was connected to the bronchial (blue) pilot balloon. Using hand pressure, air was injected through the valve. Upon injection of air, the balloon cuff and pilot balloon were able to properly inflate. Next, the tracheal (white) inflation line was tested. Upon injection of the air, the balloon cuff was unable to inflate. The syringe was reconnected to the bronchial inflation line and the cuffs were able to properly deflate as well. The device was submerged underwater to detect any leaks. Upon injection of air, the tracheal balloon cuff leaked from a hole in the cuff. No other defects or anomalies were observed. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "the cuff inflation system (cuffs, pilot balloons, valves) should be checked by inflation and deflation prior to use. If cuff is damaged, the tube should not be used. Care should be taken to avoid damaging the cuffs during intubation. If any one of the cuffs is damaged, the tube should not be used." "Cuff pressure should be monitored routinely to assure that an adequate seal is maintained and that the cuffs have not become over-inflated." "Deflate all cuffs prior to repositioning the tube. Movement of the tube with cuffs inflated could result in patient injury or in damage to the cuffs, requiring a tube change. Verify the position of the tube after each repositioning." The reported complaint was confirmed based upon the sample received. The returned et tube was found to have a hole in the tracheal (white) balloon cuff which prevented it from being able to stay inflated. A device history record review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.

Event description:
It was reported that: "(B)(6) 2024, the doctor found cuff leakage when doing testing before using on patient. "